Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via telephone call that she was hospitalized due to diabetic ketoacidosis. The blood glucose ran high and the insulin pump alarmed for no delivery and the issue was not resolved with changing the sets and batteries. The blood glucose reading was 1,000 mg/dl. The customer was wearing the insulin pump at the time of the event. She declined troubleshooting for high blood glucose. Insulin did exit with a fixed prime. The set had already been discarded. The insulin pump was not returned or replaced.